Event description:
This is filed to report use after expiration. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr). On (B)(6) 2023 a mitraclip procedure was performed and one mitraclip ntw was successfully implanted. The mr was reduced to grade 1. The implanted device had expired on 28mar2023, and the operator was aware of the expiration before use. There were no adverse patient effects or clinically significant delay. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure (use after expiration) associated with the use of the cds after it had expired was due to user decision. There is no indication of a product quality issue with respect to manufacture, design or labeling.